Event description:
The ICD was returned and tested out of specification during manufacturer's analysis. It was later reported that the patient felt muscle stimulation in the pocket. A save-to-disk file was obtained and revealed oversensing. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summarybattery - high impedance. The actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of the data revealed oversensing. The ICD was returned and tested out of specification during manufacturer's analysis. It was later reported that the patient felt muscle stimulation in the pocket. A save-to-disk file was obtained and revealed oversensing. The lead was replaced. No patient complications have been reported as a result of this event.